Event description:
It was reported that the incorrect cannulation lead to the death of a patient during a valve replacement. Before the case, tee measurement 20mm annulus, heavy calcified. After valve deployment, tee showed severe pvl, decision to postdilate with 1ml more inflation volume then before. After that, pressure dropped down, tee showed perforation of the aortic root above the annulus. Decision to go on heart lung machine over the groin and switch to open heart surgery. The sapien valve was explanted, did a patch reconstruction of the aortic root and implanted a perimount magna 19mm. This was reported as successful. When the aorta was opened, it was noticed that there was no perfusion. A retrograde dissection was caused with the femoral arterial cannulae in the groin artery, and the cannulae was found to be in the wrong (the dissection) lumen, which means there was no brain perfusion for more than one hour. There is no alleged product malfunction, they placed reference to incorrect cannulation and procedure performed. The decision was made to stop treatment. The patient expired.

Manufacturer narrative:
Device was discarded by hospital and is unavailable for evaluation. The product was not returned and the root cause could not be determined for this device. At this time, the report is of incorrect cannulation for specified patient and not a product malfunction. A CAPA has not been initiated for this event. This information will continue to be included in trending and future CAPA determinations.